Event description:
High tibial osteotomy (tho) was performed. After five months of the treatment, the pt was diagnosed as having an infection. The second surgery was carried out to remove the metal implant. After the second surgery, the symptom of the infection was reduced. The doctor assumes that the infection was not caused by this product.

Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp for eval. The device history record was reviewed, and no irregularities were noted. The sterility of this device has been assured through the sterilization validation. Therefore, there is no possibility that this product immediately caused the adverse event in this reported case. The osferion bone void filler package insert states in the adverse events section: infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. Possible adverse events include but are no limited to: superficial wound infection, deep wound infection, wound dehiscence, delayed union, malunion, loss of reduction, cyst recurrence, hematoma, cellulitis, conglutinate failure. This report is being submitted as a medical device report in an abundance of caution.